Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the temperature of the handpiece device was above specification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was inadvertently documented in the initial medwatch report that the reported condition that the handpiece device temperature was above specification was confirmed. Upon further investigation, it was determined that this condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not secure the cutter. During repair it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure cutters. It was determined that this condition was due to running the device without the cutter installed, which is failure to follow the dfu. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.